Event description:
Surgeon used laparoscopic trocar inserted behind the patella to pass reamers to the tibia; after he was done reaming, he took the trocar out and noticed that the end of the port was chipped. After doing the rest of the original procedure, he did a knee arthroscopy to look for a foreign body but could not find anything. He requested for xray to be read by radiologist. Radiologist spoke to surgeon and no foreign body found. No harm to the patient.